Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that range from (411 mg/dl-513 mg/dl) the customer took bolus via the pump to stabilize bg level. The customer stated to have possibly been laying on infusion set while sleeping. In addition, the customer reported to be using levemir insulin. The customer was instructed to consult with health care provider on insulin as levemir has not been tested and found to be compatible for use in the system.